Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Lodged- tampon [foreign body in reproductive tract]. Tampon came unraveled while still inserted [device breakage]. Case narrative: consumer reported via email that the tampon came unraveled while still inserted. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on july 29, 2022. An investigation is in progress for returned product received on jul 28, 2022.

Event description:
Lodged- tampon [foreign body in reproductive tract] tampon came unraveled while still inserted [device breakage] case narrative: consumer reported via email that the tampon came unraveled while still inserted. No serious injury was reported.

Event description:
Lodged- tampon [foreign body in reproductive tract]. Tampon came unraveled while still inserted [device breakage]. Case narrative: consumer reported via email that the tampon came unraveled while still inserted. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.